Manufacturer narrative:
During use of the laser system, a flame was observed on the laser fiber near the connection to the laser generator. The event was immediately identified and managed by the clinical staff; laser emission was stopped and the flame was extinguished using a wet towel. The event resulted only in a delay of the treatment and rendered the device unusable. No harm or injury to the patient or staff occurred, no clinical consequences were observed, and the flame did not involve the surgical field. The affected laser fiber will be retrieved and analyzed internally to further investigate the potential causes of the event.

Event description:
A flame was observed on the laser fiber near the connection to the laser machine. The flame was immediately called out and extinguished with a wet towel. No harm or injury to patient was identified.